Event description:
It was reported that the patient experienced inadequate stimulation and pain at the implant site. The patient underwent an implantable pulse generator (ipg) replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Correction to the initial MDR in block h6.

Event description:
It was reported that the patient experienced inadequate stimulation and pain at the implant site. The patient underwent an implantable pulse generator (ipg) replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.